Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with a documented glucose value of 59 mg/dl, and the patient is in the learning phase of ilet use and is considering dietary adjustments. Symptoms included low blood glucose. Outcomes included no hospitalization, no emergency care, and resolution with patient self-treatment. Troubleshooting and education were completed with the user, who declined additional training and is working with their clinician. Investigation included a review of product-use history and user-reported events through customer support. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction. It was concluded that the event was user-experienced hypoglycemia with cause unclear, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.